Event description:
It was reported that the patient presented to the clinic with pocket ulceration and inflammation. Due to a pocket infection, the implantable cardioverter defibrillator (ICD) was explanted. The patient was treated with antibiotics and underwent debridement. The patient remained stable.